Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was due to the yellow and white wires being pinched the root cause for the pinched wire was unable to be identified. There was no adverse event that resulted from the damaged belt.